Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the distal tip was broken off. The device met all material specifications as received. The complainant's event is typically caused by leveraging against hard bone or another instrument. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the surgeon used the suturelasso for the ramp lesion. During the procedure the tip of the lasso broke inside the patient and into the soft tissue. It took 1.5 hours for the surgeon to find and remove the broken tip. To find the broken tip he also did an x-ray. After that he changed the surgical technique and closed the rupture in the normal way with a needle and a suture. The surgery was a knee meniscus surgery.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not yet returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the surgeon used the suturelasso for the ramp lesion. During the procedure the tip of the lasso broke inside the patient and into the soft tissue. It took 1.5 hours for the surgeon to find and remove the broken tip. To find the broken tip he also did an x-ray. After that he changed the surgical technique and closed the rupture in the normal way with a needle and a suture. The surgery was a knee meniscus surgery.